Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and low impedance values. Once the pocket was opened an insulation abrasion was noted, which was suspected to be the cause for the noise and impedance issues. It was also noted that the lead had fallen. The lead was explanted and replaced.